Manufacturer narrative:
The technician went to the account to investigate and was told the bed was fixed. He inspected the bed and found it was functioning properly.

Event description:
Info received indicates the head section will not go up.